Event description:
It was reported that there was a tandem mobi cartridge alarm. According to the information provided, the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, tandem technical support agreed to replace the pump, and the customer was informed about receiving a replacement with updated software. The customer acknowledged the instructions to return the problematic pump and was advised on the steps for using the new pump.